Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving multiple, intermittent occlusion alarms and the customer's blood glucose level was elevated. The customer declined tandem technical support's offer to troubleshoot and stated they would work with a healthcare provider to resolve the issues.